Event description:
Tip of vasoview hemopro 2 sheared off during vein harvesting. The tip was sheared off and was exchanged for a new device. After vein was harvested, first assistant noticed that the vein was nicked by the evh device and had to do a small repair.